Event description:
It was reported that the patient experienced an ischemic stroke. An enroute transcarotid stent was selected for use in a left sided transcarotid artery revascularization (tcar) procedure. Post tcar procedure, the patient woke up slowly and could not move their right upper and lower side. After a few minutes the patient was able to fully move their right leg and wiggle their toes but did not have the ability to move their right arm or hand. Imaging revealed a patent stent; however, the physician was not entirely satisfied with the stents appearance and suspected plaque prolapse. Further analysis of the imaging classified the event as a thrombotic stroke. The patient was given tpa ((tissue plasminogen activator), and no further intervention was performed. At the time of reporting, the patient's lower extremity movement had improved, but there had been no improvement in upper extremity movement.

Event description:
It was reported that the patient experienced an ischemic stroke. An enroute transcarotid stent was selected for use in a left sided transcarotid artery revascularization (tcar) procedure. Post tcar procedure, the patient woke up slowly and could not move their right upper and lower side. After a few minutes the patient was able to fully move their right leg and wiggle their toes but did not have the ability to move their right arm or hand. Imaging revealed a patent stent; however, the physician was not entirely satisfied with the stents appearance and suspected plaque prolapse. Further analysis of the imaging classified the event as a thrombotic stroke. The patient was given tpa ((tissue plasminogen activator), and no further intervention was performed. At the time of reporting, the patient's lower extremity movement had improved, but there had been no improvement in upper extremity movement.

Manufacturer narrative:
Updated fields: h6 - evaluation method codes; evaluation conclusion codes.